Event description:
It was reported by the user facility that the core micro drill was able to run on its own without being activated and also that it caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the core micro drill was able to run on its own without being activated and also that it caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The engineering technician was unable to duplicate the reported event but noted the motor cartridge was corroded.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.